Event description:
It was reported that coring was observed while using protector solus p120j. The following information was provided by the initial reporter: this is a report about coring with. Of the complaint cases received from customers during the period from january to december 2020, the company conducted an analysis on one case where a phaseal product was used concomitantly. The result showed that cored pieces could have arisen from the phaseal membrane. The company thus reported this to bdj.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. While we did not receive any physical samples, (B)(4), ltd provided some results of the ftir characterization analysis they performed which shows the coring pieces involved in the reported event were found to be consistent with the phaseal membrane. As the full report has not been provided, we cannot verify the origin of the alleged particles. Fragmentation testing is performed according to procedure, to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the available we are not able to identify a definitive root cause at this time. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that coring was observed while using protector solus p120j. The following information was provided by the initial reporter: this is a report about coring with. Of the complaint cases received from customers during the period from january to december 2020, the company conducted an analysis on one case where a phaseal product was used concomitantly. The result showed that cored pieces could have arisen from the phaseal membrane. The company thus reported this to bdj.